Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the recharger is not working, weird lately. Patient stated the recharger paddle and controller got really hot when recharging the implanted neurostimulator (ins). Patient stated the rtm does not find the ins to charge, and they get a message about controller battery charge and controller is charged up. Patient mentioned they get the passive recharge screen. Patient services specialist asked patient to inspect the controller port for damage and patient said there is a little bit of dirt on the controller port. Agent reviewed meaning of passive recharge screen. Agent review best practice to clean controller port. Agent asked patient to inspect the rtm for visible damage and patient said there is no visible damage on the rtm. Patient mentioned the rtm was replaced in the past. Agent recommend to take a picture or write down message / code and call back if the new rtm does not resolve the issue. The issue was not resolved. An email was sent to the repair department to replace the recharger device.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger h3: analysis of the 97755 rechargers (rtm) (s/n (B)(6) revealed a no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.